Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
We were informed that a spark occurred during a procedure involving item 38610ml. Robi kelly forceps insert. No negative impact in state of health reported.